Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
It was reported that the device had premature battery depletion out of the box even after the device say at room temperature for thirty six hours. The device was not used. No patient involvement.